Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline and pump pocket infection could not conclusively be determined through this evaluation. In addition, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported shortness of breath could not conclusively be established through this evaluation. The device has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Further information was received indicating this event was a duplicate information and reported in manufacturer report number 2916596-2020-01427.

Event description:
It was reported that the patient was readmitted on (B)(6) 2020 with shortness of breath, driveline and pocket infection. The patient was given oral antibiotics to treat the infection and was started on lasix 40mb bid. At the time the patient was active on the transplant list and a suitable donor was identified. The patient was transplanted on (B)(6) 2020.